Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m163883 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m163883 , test base part number 190-430 / lot: m163883 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163883 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported a false positive result on a direct tested nasopharyngeal copan swab with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed with roche liat on a nasopharyngeal swab that generated a negative result. Per the customer, the patient was symptomatic with difficulty breathing. Additionally, there was no patient harm due to the test results. There was a delay in administering steriods and the patient had to be transferred to another hospital.